Event description:
A ralc45 device was connected to an idrivec device. The ralc device was calibrated, positioned, then closed and fired. A grinding noise was heard, after firing sequence, the surgeon noted that the tissue was partially cut and that no staples were placed in the tissue. The leak was closed with suture.

Manufacturer narrative:
After analysis, it appears that the fire side drive clip of the ralc45 was bent inwards. This may have occurred when the ralc45 was attached to the idrive.